Event description:
It was reported that approximately 4 years and 10 months following the implant of a transcatheter valve, a change in mean gradient was observed in the patient's aortic valve. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed to the valve; however, the patient lost pressure after balloon inflation. Cardiopulmonary resuscitation (CPR) was attempted but did not resolve the pressure loss, and the patient died. The cause of death was unknown. Per the physician, the valve and procedure did not cause or contribute to the death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mean gradient after the valve was implanted was 5 mmhg. The patient's mean gradient was 50 millimeters of mercury (mm hg) when they presented to the hospital. Additionally, it was noted that the patient had endocarditis that could have contributed to the elevated gradient. The implant depth was 4 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). It was further reported that leaflet thickening and a thrombus were possibly observed on the bioprosthetic valve. The valve was initially implanted in the patient's native annulus. Per the physician, the post-implant balloon aortic valvuloplasty possibly contributed to the death as it lead to the loss of pressure. Additionally, it was thought that the patient's pre-existing comorbidities contributed to the death.